Event description:
The reporter indicated that the device's cardiac cycle counters froze prior to reaching the reported 16 million event limit as stated in the manual. Strips showed cardiac cycle counters well below the 16 million limit and a message "maximum count-cardiac cycles forzen" displayed on the screens' printouts. A backup reset will be done.

Manufacturer narrative:
An investigation was performed and it was found that in the oso mode and in undersensing or noise conditions, an internal counter increments and under extreme conditions, can reach maximum counts (over 16 million) and freeze the diagnostics. Oso mode is normally never used this long. The device appears to be operating as designed.